Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer would not sense on the ventricular channel. During analysis, the analyzer passed console and systems tests, and was able to pace and sense with no fault found. However, it was noted that the patient connector pins were disturbed. The analyzer was replaced as a preventative.

Event description:
It was reported that during testing of leads during an implant procedure, the analyzer would not sense on the ventricular channel. The cables were switched but did not resolve the issue. Noise was also observed. The atrial channel was working without issue. The analyzer was returned for service. No patient complications have been reported as a result of this event.